Event description:
Shortly, after the lead implant procedure, the pt reported headaches. The lead was explanted and the pt was treated with a blood patch. The pt is reportedly doing well.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for eval.